Event description:
Arthroscopy due to arthrofibrosis of the right knee with multiple speciemen collection and smear test. This issue was described in documents that we have received to case (B)(4) (revision surgery in (B)(6) 2016, your ref. 9613369-2016-00074).